Event description:
The customer reported obtaining erratic white blood cell (wbc) and hemoglobin (hgb) results for four (4) out of seven specimens on a coulter lh 750 hematology analyzer. No laboratory data was provided for review. Patient samples were rerun on an alternate instrument in the laboratory, and these results were considered correct. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Qc (quality control) was within the laboratory's established ranges on the date of the event. The customer collected the sample in 3ml edta tubes, and did not question sample integrity for this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse indicated that he replaced the wbc diluent dispenser pump to resolve the issues reported. The repairs were verified per established service procedures. (B)(4).